Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 115-120 mg/dl. Attempt was made by tandem technical support to follow-up with the customer if back-up therapy was obtained, but no response was received.